Manufacturer narrative:
As reported, the balloon ruptured on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The device history record (DHR) review of lot f1804302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported, the balloon ruptured on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported.

Manufacturer narrative:
As reported, the balloon ruptured on the 5f mynxgrip vascular closure device (vcd). No patient injury was reported. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The syringe was returned separated from the device. The sealant and advancer tube were found in the manufactured position. The procedure sheath was not returned with the device. It was noted that the core wire was curved, and the balloon¿s distal tip was severely inverted as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Subsequently, it was revealed that there was no saline in the balloon of the returned device. Vacuum was drawn from the balloon, then the balloon was inflated with water. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found no saline in the balloon of the returned device which indicated that the balloon may have not been purged of air during the preparation phase. The visual inspection also found the balloon¿s distal tip severely inverted which indicated that excessive tension was applied during pullback. A product history record (phr) review of lot f1804302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen. Additionally, the issue could be attributed to excessive force applied to the mynx device during pullback as evidenced by the severely inverted tip and the curved core wire. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.